Event description:
Additional information was received. It was reported that the location of the infection was unknown, but the patient had presented with redness and drainage. A culture showed that the organism was (B)(6). Intravenous antibiotics were used to treat the infection and it was indicated that the infection resolved.

Event description:
Additional information was received. It was reported that the patient¿s ¿defective¿ pump was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported that the pump and catheter were explanted due to a post-operative infection of the device pocket and catheter track. It was indicated that the onset or diagnosis of the infection took place one week post-operatively. Antibiotic treatment was necessary for the infection. The device system was used to deliver lioresal.

Event description:
Additional information was received. It was reported that the infection was primarily located at the device pocket. Cultures taken from that region grew (B)(6). It was noted that perioperative antibiotics had been administered. In addition to using intravenous antibiotics, a total device system explant was performed to treat the infection. It was indicated that the infection had resolved.